Event description:
Database report indicates a need to revise an implanted pediatric im nail for a standard im nail. Review of pt x-rays show no break in the implanted nail, however, it does show that the fracture is in non-union. No add¿l info available at this time. Surgery was indicated by the non-union and a need to do an exchange nail procedure. No breakage of implants noted. No indication of product defect.